Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the after an implant procedure the patient was experiencing numbness and weakness on both legs. The patient was brought to the operating room and underwent a lead explant procedure. An epidural hematoma was found and was believed that the oozing in the epidural space and tight spinal canal caused it. The clog was cleared and the patient was doing well postoperatively.